Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level (533-534 mg/dl). A correction bolus was delivered to treat the bg. The customer cleared the alarm and resumed insulin therapy.